Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 2 years due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as return requests have not been received yet. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: b5, b7 affected. Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 2 years due to infective endocarditis. Patient presented with hfref and shortness of breath. (Ef 43%). The explanted valve was replaced with a 23mm 3300tfx valve. The patient was transferred to recovery before being discharged pod #11. Per medical records, patient presented with shortness of breath and hfref the mean gradient is 26 mmhg dimensionless valve index is 0.36, in the setting of positive blood culture for sphingobacterium multivorum. Patient tee demonstrates severe ar and moderate to severe as. Further CT imaging shows evidence of svd as well as halt likely secondary to infective endocarditis per surgeon diagnosis. The patient underwent a redo sternotomy, aortic valve replacement with 23mm 3300tfx magna ease, mitral valve repair utilizing a non-edwards annuloplasty band and tricuspid valve repair utilizing 28mm 4900 mc3 annuloplasty ring. The tissue was found fragile. The previously implanted aortic valve leaflets were thickened and torn suggestive for endocarditis. Postoperatively, the patient was transferred to recovery before being discharged pod #11. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.